Event description:
It was reported that the atrial lead polarity switched. It was also reported that there were multiple low impedance paces, and that unipolar impedance was higher than bipolar. There was oversensing in unipolar causing many atrial high rates due to noise. There was intermittent pocket stimulation in unipolar. The lead was changed back to bipolar with lead monitor on monitor only, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.